Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's device quit working. Troubleshooting resolved the issue. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated on the day the issue occurred they were playing a round of golf when they started to feel a tightening in their back similar to their experience prior to getting dbs. The patient took medicine which helped with the symptoms for a little while. The tightness later came back. The patient then washed their car which further aggravated the tightness in their lower back. The patient then mowed their lawn. At that time they decided to check the status of the ins. The patient stated they were puzzled by the display as it was in icon mode instead of text mode. The patient at that time called in to patient services to resolve the issue and turn the ins back on. They stated that they believe the ins may have been turned off inadvertently somewhere on the golf course. The patient stated they couldn't conclude that for sure due to the confusion of be ing in icon mode.